Event description:
Info received from another country affiliate. This info indicates a pt was wearing acuvue 2 contact lenses (cl) and developed an infectious corneal ulcer and abscess os. In 2008, the pt consulted an eye care professional (ecp) and was diagnosed with a peripheral corneal ulcer os at 10 o'clock and os central corneal clouding and inflammation. The pt had experienced os pain on the second day of the wear cycle. The ecp felt that the ulcer was bacterial in nature. The lesion was not cultured. The final diagnosis was keratitis os. The pt's va was not measured. The pt was treated with faropenem sodium by mouth and levofloxacin and cefmenoxime hcl eye drops. In 2008, the appearance of the ulcer had improved. On eighteen days later, the ecp stated that the pt's os was healed and that the pt still had not resumed cl wear. The pt was using forest leaf multipurpose solution by facil co. Ltd. The report stated that the pt's compliance was poor. It is unk when the pt began wearing acuvue 2. The replacement schedule is unk. A device history review was requested, the results are not available at this time. Any add'l info will be reported within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.